Event description:
It was reported that the patient presented in clinic for routine device check. Upon device interrogation multiple noise reversion episodes were noted on the right ventricular lead. Isometric testing was performed but they were unable to recreate the noise. No programming changes were made. On (B)(6) 2015, the patient experiencing dizziness presented in the clinic; the device was reprogrammed. On (B)(6) 2015 the patient came to the clinic for follow up with the dizzy spells resolved. On (B)(6) 2016, patient came in for follow-up with oversensing on the lead. No programming changes were made. On (B)(6) 2016 patient came in for follow-up and the device was reprogrammed. No further information available on patient status.